Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the device; there is some tissue build up on the teflon pad. The ptfe pad (teflon pad) was inspected and found to have normal wear, no metal exposed. The distal end of the device was inspected under a microscope and found the probe was detached; the broken portion was returned and measured approximately 14mm in length. This type of probe damage is consistent with the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." Please cross reference MFR number: 2951238-2016-00032.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, an e002 short circuit error was displayed. The physician removed the device and used another similar device; however, the second device exhibited the same phenomenon. The intended procedure was completed with a third device. There was no patient injury reported. Additionally, post-procedure the first two devices were inspected and there was no exposed metal noted.